Manufacturer narrative:
The hill-rom technician found the pt positioning module lights were flashing, which indicates the scale was not properly zeroed prior to placing the pt on the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the pt positioning module and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the pt positioning module would not set. The bed is located in (B)(4). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).